Event description:
Customer reports that: "the original valve implanted in 2008 never worked, thus had to be replaced."

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.